Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per dop114-811 and es9041. Found reservoirs no leakage anomaly when removing the plungers, performed manual test per dop114-811 appendix g and found plungers easy to release from stopper-plungers. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose as well as the reservoir had a leak. The customer¿s blood glucose was 415 mg/dl. Customer stated that the leak occurred from the plunger. Troubleshooting was performed. The reservoir will be returned for analysis.